Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) consumed excessive battery power and shut down spontaneously shortly after the batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) consumed excessive battery power and shut down spontaneously shortly after the batteries were replaced. No error were found in the the log files. It was noted that the atrial/ventricular patient connectors were broken. The hanger assembly was broken. The printed circuit board (pcb) was damaged and the incoming test could not be performed. The printed circuit board (pcb) was replaced. The liquid crystal display (lcd) was replaced. The hanger assembly was replaced. The connector was replaced. The epg passed the final test on the automated test console system. The epg then passed all tests, with no visual/electrical anomalies. The epg conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection the d73 and d71 on the main board was found to be damaged. The liquid crystal display (lcd) was assembled into a golden unit and passed all tests ran on tester. The main board was assembled into a golden unit. Upon functional test ran on tester the device failed out at cross pace. The epg was powered on using batteries and when the batteries were removed the epg shutdown immediately. Capacitor c369 and c371 were found to be defective and was replaced and the device was then assembled into a golden unit and passed tests ran on tester with no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.